Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon failed to inflate, and upon removal, a balloon rupture was noted. The location of lesion being treated is unk. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good."